Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. After rotablation, a 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. There were no patient complications reported.